Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported the customer had a pump error alarm on the insulin pump. Customer also reported a low battery alarm within less than one week of a new battery insertion. Customer's blood glucose was unknown. The customer agreed to return the insulin pump for analysis.

Manufacturer narrative:
The insulin pump powered up properly after battery installation. The insulin pump was received with operating's currents within specification. No unexpected low battery noted during testing. No unexpected low battery alarms found at the downloaded pump history. The insulin pump error confirmed in pump history due to cold solder joint at keypad assembly. The insulin pump was received with minor scratched lcd window and case.